Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument did not release the clip once applied to tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have one bent grip, causing misalignment of the grips. There was a .020¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. An additional observation not reported by the site was also identified. The medium-large clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not release the clip in 1 of 3 attempts.

Event description:
Refer to h10/h11 for follow-up information.